Manufacturer narrative:
Article citation: fernandez-garcia, aitor, et al. "Medium-term clinical outcomes following xen45 device implantation," ophthalmology, (2019), pages 1-7. This event was previously reported in report 3011299751-2019-00331 for a literature article. Further information was received specific to this patient which warrants the creation of this report. The events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The article "medium-term clinical outcomes following xen45 device implantation" noted a patient with a xen 45 gel stent in the right eye underwent a needling procedure with the dry-lake technique. Device remains implanted.